Event description:
Same case as mfg# 6000093-2004-01255. It was reported that during a pta/stenting treatment procedure, difficulty was encountered advancing and withdrawing the sentinol nitinol biliary stent system over the guidewire. During advancement through the target lesion in the popliteal artery resistance was encountered. Following successful deployment of the stent, resistance was again encountered withdrawing the delivery catheter. The delivery catheter and guidewire were subsequently removed as a unit. No pt injuries or complications were reported. The pt's status was reported as fine.